Event description:
It was reported that the patient received inappropriate antitachycardia pacing therapy due to lead noise. Externalized conductors were observed on the lead. Lead was explanted and replaced. Patient¿s condition was stable.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion breaching re cable lumen was noted at 10.0 cm to 16.2 cm from the distal tip. Internal insulation abrasions under rv shock coil were noted at 3.2 cm to 3.5 cm, 4.1 cm to 4.3 cm and 4.4 cm to 5.1 cm from the distal tip. Etfe coating was intact at these locations. Internal insulation abrasions under rv shock coil were noted at 3.7 cm to 5.3 cm and 6.4 cm to 6.6 cm from the distal tip. Etfe coating was abraded at these locations. This is consistent with the observation from the field of noise and inappropriate antitachycardia pacing therapy.